Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was unable to confirm that the pump was not alarming for load set. The pump could not be tested due to fluid ingress. The fluid damage was extensive enough that the pump was unable to be turned on and tested. The failure was due to a failed component on the pcb, caused by fluid ingress. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump failed to alarm load set. The initial reporter also stated that this occurred during testing and no patient was involved. (B)(4).